Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) experienced eight inappropriate anti-tachycardia pacing (atp) bursts, followed by nine inappropriate shocks, as a result of atrial fibrillation (af) with rapid ventricular response (rvr). The lead measurements were within normal range. Technical services (ts) reviewed the event and recommended reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.